Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the mesher was not working and needs a bit of force on the board to get it to start. On (B)(6) 2017 it was clarified that the issue occurred during surgery on (B)(6) 2017. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in sap. The last repair was april 13, 2016 where it was reported that the device was broken and the comb and the detent locking pin were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the pre-testing could not be performed since the comb was out of shape. The handle had no lubrication. The top hinges were loose. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) included the replacement of the belleville washers, shoulder bolts, cap nuts and comb. The top hinge was re-aligned. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was out of shape and there was no lubrication on the handle. The root cause of the mesher not working and the device needing a bit of force to start was due to the comb being out the shape and handle having no lubrication. The issue was resolved with the replaced the belleville washers, shoulder bolts, cap nuts and comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher was not working and need a bit of force on the board to get it to start. Investigation results revealed that the comb was found to be out of shape. No adverse events have been reported as a result of this malfunction.